Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter is kinked approximately at 5.5cm and 36cm from the distal end of the push catheter. The stent is bent approximately at 2cm from the proximal end of the stent. The guide catheter is accordionated adjacent to the handle and the distal tip of the guide catheter is damaged. A functional evaluation was performed and found the stent was able to be deployed without any issues. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in stent and catheters. With the catheters and stent bound by kinks and bends, the device would not be able to be advanced to the anatomy easily. Therefore, operational context is selected as the most probable cause for the complaint. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2016. According to the complainant, during the procedure, significant resistance was met when attempting to insert the flexima plus biliary stent into the papilla. The flexima plus biliary stent was unable to be inserted into the papilla. The device was removed from the patient and the delivery system was found to be slightly kinked. The stent was also reported to have kinked during the procedure as well. The procedure was completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked.